Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. However, during troubleshooting with tandem technical support, the touchscreen responded to presses. Reportedly, the customer entered an incorrect amount of carbohydrates into the carbohydrates field of the bolus menu resulting in an elevated blood glucose (bg) level of 534 mg/dl. A correction bolus was delivered via the pump to address the high bg. Reportedly, customer continued to use the pump for insulin therapy.